Manufacturer narrative:
There is more information on the device evaluation. Additional information has ben received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g2, g3, g6, h2, h6, and h10. Customer is trained on reprocessing as per instructions for use (IFU) by olympus field service and is correctly performing the reprocessing steps, including manual brushing and no delay of pre-cleaning. Customer does not have an automatic endoscopy reprocessor system. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device has no repair history in the past year. Observations for the device: universal cord has a dent and a scratch; and angulation is out of specification and has play. The identity of the foreign material could not be determined. There is no damage to the device at the part where the foreign material was fund. Customer follows the IFU for reprocessing the device. The root cause for the issue cannot be conclusively determined. IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material below the lever arm (l-arm) and all around the screw hole. This is likely caused by insufficient cleaning. Other observations for the device are that connecting tube has buckling and wrinkles. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
During annual inspection of device by olympus field service engineer (fse), the insertion tube was noted to have wrinkles. There is no patient involvement and no harm reported to any patient. The device was sent to the service center for evaluation and repair. Upon evaluation of the device, it was noted that the forceps elevator has foreign material below the lever arm (l-arm) and all around the screw hole. This is likely caused by insufficient cleaning. This medwatch is being submitted for the foreign material found on the forceps elevator as observed during device evaluation.